Event description:
A surgeon reported that after the postoperative recovery of a photorefractive keratectomy (prk) surgery for the treatment of myopia-astigmatism, the pt's refraction turned into hypermetropia-astigmatism. This is one of two med device reports being filed for this facility. This report is for the pt's right eye (od). Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).